Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the customer had a high blood glucose value of 550 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced symptoms such as nausea and vomiting, abdominal pain. Customer stated that the insulin pump had insulin flow block alarm and resolved by changing complete set. The customer was treated with manual injection. Customer declined to troubleshoot for high blood glucose. It was unknown weather customer was using auto mode or not. The device will not be returned for analysis.